Event description:
It was reported a atb35 was used during a video assisted thoracic surgery. It was reported by the affiliate the force to fire was too strong & the knife became dull & would not cut the tissue. A new instrument was used to finish the case.